Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. The complainant reported that the impella device experienced suction alarms with limited pump flow. Echocardiogram was performed and revealed that the impella pigtail was near the posterior mitral valve. The device was explanted, and the procedural outcome was the patient survived explant.

Manufacturer narrative:
The investigation for the reported low pump flow issues has been completed. The impella device has been returned for evaluation. Clinical details were sufficient to determine the root cause of the low pump flow was improper positioning of the device with the pigtail was near to posterior mitral valve sail. Repositioning caused the pump to come out of the lv and the pump was presumably reinserted and support continued. This report is being filed as part of a retrospective review of historical records.